Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was successfully implanted in a transgastric position to treat a pancreatic cyst during a procedure performed on (B)(6) 2016. A plastic pigtail stent was also implanted within the lumen of the axios stent. According to the complainant, post stent placement , the patient underwent an endoscopic reintervention due to occlusion of the axios stent. . The axios stent procedure was deemed technically successful and therapy of won was deemed an endoscopic clinical success. The axios was removed from the patient 97 days after stent placement. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Has been updated with additional information received on september 21, 2017.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was successfully implanted in a transgastric position to treat a pancreatic cyst during a procedure performed on (B)(6) 2016. A plastic pigtail stent was also implanted within the lumen of the axios stent. According to the complainant, post stent placement , the patient underwent an endoscopic reintervention due to occlusion of the axios stent. The axios stent procedure was deemed technically successful and therapy of won was deemed an endoscopic clinical success. The axios was removed from the patient 97 days after stent placement. Additional information received on september 21, 2017. According to the physician, the fast shrinking of the walled-off necrosis (won) and the amount of debris (high percentage of necrotic tissue) contributed to the stent occlusion.